Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Arrhythmias and dyspnea are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effect(s) of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
(B)(6) hosp data. Patient ID: (B)(6). It was reported that on (B)(6) 2015 the patient underwent a coronary stenting procedure with the implantation of one 2.25 x 28 mm xience xpedition stent and one 2.75 x 12 mm xience xpedition stent in the 90% stenosis in the left circumflex coronary artery. The patient was re-hospitalized on (B)(6) 2016 with palpitations and shortness of breath. Coronary angiogram was not performed during this hospitalization. The patient was treated with medication only. The condition improved and the patient was discharged on (B)(6) 2016. No additional information was provided.